Event description:
It was reported via repair work order that the fowler was raising on its own randomly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the fowler was raising on its own randomly. However upon actual evaluation of the unit no defect was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was raising on its own randomly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.